Event description:
It was reported that it was unknown if the patient had experienced any symptoms, however, the catheter could not be aspirated. An ¿off label¿ indium study was to be performed with monitoring the patient. It was unknown if there were any volume discrepancies but there was suspect that the catheter was disconnected from the pump. It was further reported that the catheter was placed at a low level and the patient was susceptible to inflammatory masses. The health care provider was going to supplement the patient with oral pain medication to avoid possible withdrawal with the saline delivery. It was now noted that there had been no volume discrepancies. The daily dose had been increasing with no response from the patient. The ¿bloused 100%¿ with no pain relief which was why the hcp was suspecting either an inflammatory mass or a disconnect of the catheter to the pump. This device system delivered dilaudid. It was further reported that the patient had simply no therapeutic effect for a couple of years now. The dye study showed that the catheter was no longer in the intrathecal space. The catheter was however, intact and functional. A total system replacement was planned, date to be determined, as the pump has less than six months until end of life (eol). There were no issues with the pump. The patient has been ¿fine¿ and was managing, but not well, with high doses of oral medications for quite a while now. It was further reported that x-rays were also performed. Reportedly this device system delivered hydromorphone. Of note, during the therapeutic programmed bolus the drug moved out of the pump but provided no relief to the patient and there was no alleged pump issue. The patient¿s status at the time of the event was reported as alive, no injury with no complications. Further, the patient was still being orally managed and was currently doing ¿ok.¿

Manufacturer narrative:
Additional information: product ID: 8709, serial#(B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient's pump was "faulty", didn't work and the catheter was fractured. The catheter fracture was found via computerized axial tomography (cat) scans taken in 2009, 2011, 2012 and 2013. In 2014, the pump and catheter were replaced; but there was a fragment of the old catheter left behind. Saline was placed in the pump at that time and the pump had not been refilled since. The patient did not have a healthcare provider (hcp) and had not found a new managing physician. The consumer mentioned other health issues like heart surgery and ankle surgery. The patient's pain since 2009 caused an aneurysm and the patient had open heart surgery in (B)(6) 2014. That resolved the aneurysm. The patient was in horrible pain and was trying to be managed by high oral doses of dilaudid and morphine. Additional information has been requested regarding the clarification of the "faulty" pump, troubleshooting and the cause of the fractured catheter and faulty pump, but it was not available at the time of this report.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s pump was ¿faulty¿, didn¿t work and the catheter was fractured. The catheter fracture was found via computerized axial tomography (cat) scans taken in 2009, 2011, 2012 and 2013. In 2014, the pump and catheter were replaced; but there was a fragment of the old catheter left behind. Saline was placed in the pump at that time and the pump had not been refilled since. The patient did not have a healthcare provider (hcp) and had not found a new managing physician. The consumer mentioned other health issues like heart surgery and ankle surgery. The patient¿s pain since 2009 caused an aneurysm and the patient had open heart surgery in (B)(6) 2014. That resolved the aneurysm. Additional information has been requested regarding the clarification of the ¿faulty¿ pump, troubleshooting and the cause of the fractured catheter and faulty pump, but it was not available at the time of this report.

Event description:
Additional information: the pump and catheter were replaced on the date of this report. The pump was in off state when interrogated at the replacement; the pump had reached end of service.

Event description:
Per this reporter, the patient was last seen in their office on (B)(6) 2013- and at that point, the pump eri (elective replacement indicator) was 7 months. They were scheduled to see the patient (B)(6) 2014, to fill the pump after the pump replacement, but the patient did not show. Prior to its replacement, the pump had been filled with saline and was turned down to minimum rate.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Per this reporter, the pump was ¿deficient¿ and the ¿intrathecal catheter requires adjustments¿. The patient recovered without sequela following the pump and catheter replacement. Per this reporter, the pump had been delivering morphine.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, eso due to time progression. Analysis of the catheter revealed no significant anomaly, catheter acceptable testing, catheter incomplete returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.